Event description:
Physician reported that following an intraocular lens (iol) implant procedure, the patient experienced discomfort with vision after surgery, the lens was explanted and exchanged with monofocal iol 21 days following the initial procedure. Additional information has been requested and received that after the replacement with monofocal iol, the symptom of vision was resolved and there was no problem to the postoperative course.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).